Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant on (B)(6) 2018, the physician was unable to insert the guidewire inside the left ventricular lead. The lead was explanted and replaced and the patient was stable before, during, and after the procedure.